Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: angina, jaw pain, and dyspnea requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after the xience v stent was implanted, the pt experienced exertional jaw pain, chest discomfort (angina) and shortness of breath (dyspnea). The pt was hospitalized and the target vessel was revascularized, and treated with cutting balloon angioplasty. No additional event or pt info is available.

Manufacturer narrative:
Angina is a known risk of coronary stenting and is listed in the device IFU as a potential adverse event. Angina is a common symptom in patients with coronary artery disease. A pt may experience angina, due to restriction in blood flow or spasm of the secondary arteries. Jaw pain, dyspnea, and hospitalization are listed in the risk assessement as no-fault post-procedure complications and are not necessarily an indication of a product quality issue. There was no report of any device malfunction. Jaw pain and dyspnea may be secondary effects of the angina which was treated with revascularization. A conclusive root cause cannot be determined.